Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported capsular contracture baker grade iii, "discreet liquid peri bilateral implant", being "uncomfortable... Pain,...[not able] to sleep well...on the verge of madness with this situation" and cyst on the left side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reported events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: capsular contracture (baker grade unknown).

Event description:
Patient reported capsular contracture baker grade unknown, "discreet liquid peri bilateral implant", "feels like a stone", being "uncomfortable, pain, [not able] to sleep well on the verge of madness with this situation" for device on left side. The device remains implanted.

Event description:
Patient reported capsular contracture baker grade unknown, "discreet liquid peri bilateral implant", being "uncomfortable... Pain,...[not able] to sleep well...on the verge of madness with this situation" on the left side. The device remains implanted.